Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6, and h11. Additional information: d3 results of investigation: the suspect device was not returned to vyaire medical for evaluation. Root cause was determined due to leaking o2 dosing valve. As a resolution, customer received new insp block for replacement.

Event description:
It was reported to vyaire medical that the bellavista1000 us ventilator had alarm 379 - "no o2 dosing possible". There is no patient involvement.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H10: the suspect device has not been return for investigation. Logs provided confirm that the nebulizer calibration has not been completed since 2021. Also, the o2 gas path results show the nebulizer tube may be disconnected d/t flow o2 at 21.81l/min when it should be 0. Requested to open the device to check the connection. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.